Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable cassette. This occurred during setup of peritoneal dialysis therapy. The care giver stated that the homechoice was primed and they stepped on the patient line causing solution to come out of the top of the patient line. The care giver stated that the patient line now had air in the line. The technical service representative (tsr) advised the care giver to setup with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.